Event description:
It was reported that when using the a bd pyxis¿ anesthesia station es, the mini drawer was unexpectedly opened two pockets. The customer stated that the malfunction occurred while user tried to issue medication to a patient, resulting in the creation of drug diversion during the medication retrieval process. As per part investigation, it was determined that no fault was identified, as the control unit passed inspection and functional testing; hence root cause could not be determined. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the report of the medstation es main (failed mini drawer dispensing 2 pockets / unexpected open) was confirmed by fse testing. According to work order 02074431, the fse tested the station in hta, but the specific drawer was not identified, and the malfunction could not be recreated. The medication was stored in two different mini drawers. To address the issue, the fse replaced the mini drawer controller for the more frequently used medication strength and confirmed proper functionality through hta testing. External inspection confirmed that the controller unit was received in good condition with no physical damage, fluid ingress, or missing/loose components were found. Laboratory testing confirmed proper functionality of the control unit through continuity and resistance checks, with solenoid resistance measured at 12.0 ohms. The component was then mounted on a test device and successfully passed hardware test application testing. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d). Root cause: the root cause could not be identified because the control unit operates correctly.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers were failed. A field service engineer (fse) identified that the only the failed medication was reported, which was stored in two different mini drawers. The station was tested in hardware test application (hta), and no mis pockets were found on any drawer, so the malfunction could not be recreated. The fse replaced the mini drawer controller for the more frequently used strength of the reported medication and retested in hta, confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that a bd pyxis¿ anesthesia station es, the mini drawer was unexpectedly opened two pockets. The customer stated that the malfunction occurred while user tried to issue medication to a patient, resulting in the creation of drug diversion during the medication retrieval process. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the mini drawer was unexpectedly opened two pockets. The customer stated that the malfunction occurred while user tried to issue medication to a patient, resulting in the creation of drug diversion during the medication retrieval process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.